Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was lead migration; patient had a car accident approx. A month after implant. Managing physician took x-rays and found lead migrated down one level. Patient is still getting coverage of original pain area. Patient states she has had a pain wrapping around ribs since day of the implant. She tried turning stimulation off and it did not make better or worse. She states the car accident did not make the pain better or worse. Managing physician believes the paddle lead is causing irritation to the intercostal nerves and has referred her back to neurosurgery for surgical intervention.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.